Event description:
During a periodic review of the programming history database, high impedance was found on the patient's device. On (B)(6) 2012, system diagnostics was run which showed ok/limit(1ma)/high/7/no. High impedance was observed again on (B)(6) 2013. It is unknown if the patient's device was programmed off on (B)(6) 2013 as no final interrogation is available and no additional information after (B)(6) 2013 is available. It was noted that while the company representative was informing the physician of the observed high impedance, the physician stated that patient has been lost to follow up. The last known phone number was called and it was no longer in service.